Event description:
The customer reported to phillips healthcare that the device was alarming with a 7:37 error code. There was no negative patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.